Event description:
A bard broviac 2.7 fr single lumen central venous catheter was presented on to the sterile field. The surgical tech and surgeon both, separately attempted to flush catheter with the prepared heparinized saline. The device would not flush. The surgeon trimmed the distal end of the catheter and attempted to flush the catheter without success. The device was then sequestered from the sterile field and was reported to the charge nurse and risk management. A new catheter was placed on to the field and surgery resumed as planned.what was the original intended procedure?central line placement.device #1is this a laboratory device or laboratory test?no.